Event description:
It was reported that pump displayed malfunction alarm code malf 16 while in warranty and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using pre-paid label within 10 days, and cts arranged for replacement pump shipment after confirming shipping address.